Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The basic evaluation began on 2022-mar-10. It was reported that the patient stated that the wire was hanging and wanted to know what to do with it. They were going to plug the wire back in but wanted to know about taping it back up. Additional information was received on 2022-mar-14 and they stated that their device had become loose and unplugged yesterday. They and their wife were able to plug it back in and secure it. It is not working properly and they think the lead may have moved. Switched to opposite lead to test. They are now on the right side with stimulation at 1.8 and is comfortable. The patient noted they had "plugged the wire back in and taped it back up" and wanted to check their therapy on the programmer. They were unable to connect to the programmer as the battery died, so support link encouraged the patient to let it charge and reach out again.